Event description:
The customer reported that during a procedure, the system displayed an x-ray overtime error message. This malfunction may have resulted in a possible aro. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.